Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that during a whipple procedure, the surgeon fired the device successfully the first time. Reloaded and stapler only partially fired. A 2/3 of staple line was complete, remaining 1/3 was open with unformed staples dumping from device. Remnant staples removed from field and open portion of tissue required suturing to close. Surgeon maintains he was in the ¿green zone¿ before firing device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p5861c. Device evaluation: the analysis results showed that the tl90 device arrived with no apparent damage and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Cartridge b: tr90, p57d7h, fully fired test cartridge: tr90, l53v8c